Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 10mg/ml at 1.201mg/day and dilaudid 1mg/ml at 0.2101mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported a critical alarm occurred, empty pump. Per the healthcare provider the patient wanted the pump off. The pump off authorization form was faxed and returned. The healthcare provider was provided the code. There were no patient symptoms reported and no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient was a new patient to their clinic and had previously been lost to follow-up after moving from (B)(6). The patient was previously managed in (B)(6). The caller reported that the cause of the empty pump was the patient being lost to follow-up. The alarm date was reportedly a month old. The patient reportedly could hear the pump and knew what it was and either chose not to get it refilled or was unable to find anyone to fill it before they left (B)(6). The patient wanted to have both the pump and stimulator out. No further patient complications reported.